Manufacturer narrative:
(B)(4). As per the customer, the level sensor was being mounted on a flat surface with the prescribed gel. There was no noted physical damage. The field service representative (fsr) sent the customer a new level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor would intermittently alarm that it was not attached. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to give a "level disconnected" error message with an alert sound. The sensor membrane was concaved and likely the cause of this error message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.